Event description:
System locked up during study using the measurement utility. System re-booted and continued case and did not use measurement again. When sending images to printer if using a landmark image the system will lock up, when sending images to dicom printer. Subtracted images for one patient came across as normal fluoro and had to be resent. To date, no patient injuries reported.

Manufacturer narrative:
The reported issue is currently under investigation. A follow up report will be filed when additional details become available.